Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(4) 2010 navilyst medical complaint report for trending did not note any adverse trends for the reported failure mode. The returned fluid delivery set was visually examined and no damage or defects were noted. It was then connected to a saline source and the tubing was de-bubbled. Saline was aspirated multiple times through the tubing assembly using a 10cc syringe and no air bubbles were noted. Both slow and rapid aspirations were performed. The directions for use packaged with the convenience kit include the following instructions: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection." The complaint is unable to be confirmed as the returned device met specification and functioned as intended. (B)(4).

Event description:
As reported by end user hospital, during a right heart catheterization procedure, difficulty was encountered in clearing air bubbles from the tubing of a fluid delivery set packaged within a convenience kit. The procedure was completed with another of the same device. No air was injected into the pt and there were no complications. The used device was returned for evaluation.